Event description:
A false low advia centaur xp tsh3-ultra result was obtained by the customer on a patient sample and the result was questioned by the physician. The patient sample was treated for heterophillic antibodies and the result was low. The patient sample was repeated on another advia centaur system and the result was low. The patient sample was sent out to an alternate laboratory for further testing and the results were higher. The physician informed the customer that historically patient results run between 5miu/l and 6miu/l. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur xp tsh3-ultra test result.

Manufacturer narrative:
The customer performed additional testing of the patient sample with the advia centaur xp tsh assay and the results were higher compared to the tsh3 ultra result. The low advia centaur xp tsh3-ul result for this patient compared to the higher advia centaur xp tsh assay result is consistent with a tsh variant not detected by the advia centaur tsh3-ul assay. The patient was not treated with fluorescein and the technetium (99mtc) sestamibi that the patient received is a radioisotope for imaging and not a form of fluorescein. Additional customer advia centaur xp test results: test: tsh, lot : 001263, results (miu/l): 9.83, 8.61. For other patients with low advia centaur xp tsh3-ultra results, the customer sent these patient samples to the same alternate laboratory and alternate tsh method and the results were equivalent. The actual results were not provided. Only one of these patient samples had additional thyroid test results: ft4 (16 pmol/l), ft3 (3.4 pmol/l) an important product safety information bulletin (10814911) was sent to customers in the united sates and an urgent field safety notice (10814910) was sent to customers outside of the united sates, issued may 2013 that explains a rare variant of tsh, identified in a small cluster of patients, is not detected by siemens advia centaur systems tsh3-ultra assay. The customer communications also included a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings. The instrument is performing within specification. No further evaluation of the device is required.